Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the sales rep reported that the surgeon called her that the shoulder-delta prosthesis had possible metastasis and rejection. It was also stated that the surgeon would need to extract the material as soon as possible from the patient, and that removal has already occurred. It was also indicated that the patient was without prosthesis and with shoulder fallen. It was also stated that all the material that make up the prothesis was described and was sent to evaluate. Is it important to verify if the metallosis issue was really generated by the prosthesis implanted. It was also stated that the patient presented pain after the examination was diagnosed with metallosis.

Manufacturer narrative:
Additional narrative: the device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.